Event description:
It was reported that during infusion the pump exhibited a "battery communication" error. No adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed that both tamper seals were broken/removed. The keypad support leans was also observed to be cracked. Review of the event history log showed an occurrence of a "battery communication timeout" error message. Functional testing duplicated the reported issue at power up. The investigation determined that the battery not operating as intended was the cause of the reported issue. The battery was replaced to correct the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.